Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body noted a stretched-out helix. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.